Event description:
The tip of a screw driver broke off in the head of the screw and could not be removed.

Manufacturer narrative:
Per the initial reporter; this was the surgeon's first surgery with the tether system. The surgeon was driving the 2nd to last screw into the plate when the tip of the inserter broken off in the screw head. The surgeon was not able to remove the tip from the screw. (B)(6) was not sure if the locking mechanism was engaged as the surgery was being conducted under a microscope and there was no display monitor for viewing. The last screw was put in place using one of the spare drivers in the set. The four-week x-ray did not show any problems. There was no screw backout or movement visible on the x-ray, & the driver tip had not dislodged from the screw head.